Event description:
The customer reported that the device issued a "speaker malfunction" inop together with a loss of audio. No pt harm was reported.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.